Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive esc button due to corroded keypad traces. Unit tested after cleaning keypad traces. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer"s wife reported via phone call indicating that patient had low blood glucose but not hospitalized. Customer's blood glucose was 20 mg/dl. The customer was treated at home by emergency medical service. The customer's wife reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.